Manufacturer narrative:
The investigation of positioning issues, product damage (cannula kink), and vf/vt/af/at has been completed. The impella device was not returned for evaluation. Positioning issues/ product damage (cannula kink): based on the details provided, the root cause of the positioning issues is most likely due to patient movement as the patient had a coughing episode and moved, causing the pump to go into the aorta. The root cause of the product damage (cannula kink) is due to a kink in the cannula most likely due to patient movement based on the clinical details. Vt/vf: as the necessary information was not provided, the root cause of the vt/vf was not determined.

Event description:
The user facility reported a patient was on impella cp support and during support, the pump was in good position. The patient coughed and the pump moved into the aorta and kinked. The doctor attempted to unkink cannula but was unsuccessful. The decision was made to remove and replace the pump. The patient went into ventricular fibrillation and required about five minutes of cardiopulmonary resuscitation and defibrillation. A new pump was placed successfully. The patient survived the procedure.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.